Manufacturer narrative:
The product should be manual use, not be used in connection with pump. This is unintended use issue, not a product quality issue.

Event description:
The customer reported an error message indicating "occluded" is showing on the alaris pump in the nicu department. The alaris pumps in nicu have the latest update. The occlusion alarm indicates increased back pressure sensed while infusing. The tubing has not changed. The customer states they fill the syringes before use so they are not occluded.